Event description:
It was reported that at follow up the lead impedance and sensing were decreasing and there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The distal segment of the lead was returned and analyzed. No anomalies were found. The defib conductor was distorted, and blood/body fluid was found on several conductors (not obstructed). Blood/body fluid was found on the outer tubing overlay, which was also breached cut and exhibited cosmetic environmental stress cracking. The inner tubing was kinked/buckled. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head), and the helix/lobe was distorted/bent. The guidetooth was damaged, and the lead exhibited apparent explant damage.